Manufacturer narrative:
(B)(4). The insulin pump received with broken reservoir tube lip and cracked battery tube threads. The p cap does not lock into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the retainer ring. Customer stated that insulin pump had damage on the top of the reservoir compartment. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.